Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: high flow admin set required was recorded in history. During analysis, the customer's concern could not be duplicated or verified. Service recommended downstream occlusion sensor to be replaced for precaution due to the error alarm found in event log history. Service also performed preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarms every time the latch is closed. There were no reported adverse events. There was no patient present at the time of the event.